Event description:
It was reported that, during the procedure, the laser fiber started to emit less energy until the connector was burned. There was no burn injury to the user or to the patient. The procedure was completed with another fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation summary: with all of the available information, boston scientific confirmed the reported allegation of fiber overheating via analysis. It is probable that the prolonged use of the fiber ultimately led to the overheating and caused the outer coating to separate from the fiber body. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified the fiber exposed glass tip was degraded down to the fiber jacket, and the connector was detached from the fiber body and showed signs of overheating. There was no fracture observed along the fiber body. Functional testing of the fiber indicated the fiber cannot be used anymore. Labeling review: a review of the device instructions for use (IFU) states: do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. In the event of no output energy fiber connector may be hot to touch. Hold the fiber tip to a non-reflective surface, ensure that a circular green spot appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement. Carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported to boston scientific corporation on july 21, 2022 that a lighttrail single use laser fiber was used in a holmium laser enucleation of the prostate procedure to treat benign prostatic hyperplasia in the prostate performed on an (B)(6) 2022. During the procedure, the laser fiber started to emit less energy till the connector was burnt. There was no burn injury to the user or to the patient. The procedure was completed with another lighttrail single use laser fiber. There were no patient complications reported as a result of this event.